Event description:
Reportedly, on the implantation day performed on (B)(6), 2012, when the rate response was activated 5 minutes post implantation, the patient as paced at 140 min-1. An explantation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.